Event description:
It was reported that during surgery to replace the pulse generator due to normal elective replacement indicator (eri) the device went into backup vvi. The device was exposed to electrocautery during the procedure. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis confirmed normal battery depletion.